Event description:
Boston scientific received information that undersensing and loss of capture resulting in asystole for > 2 seconds was displayed on this right ventricular lead. The device was not reprogrammed with success, and a replacement of this right ventricular lead has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon addiitional information this investigaiton will be updated.